Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal power module (upm) device to perform failure analysis (fa) and could not replicate the reported failure. The upm was installed and tested on the printed circuit assembly (pca) test system. The board was configured and programmed without issue and started up without any error. The part was power cycled 20 times and passed. All the gantry motors moved with full range of motion without any issues. The battery was check and passed. The part remained on the test system for two hours, and performed without any errors.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the system had a non-recoverable fault. The surgeon stated the system was powered on without any issues, ports were placed, and the procedure had been in progress for about 20 minutes when the error occurred. The technical support engineer (tse) reviewed the logs and found an error pointing to the front wheel assembly on the patient side cart (psc). The tse instructed the customer to power cycle the psc using the emergency power off (epo) button, then moved the psc to manual mode and performed another power cycle; but the error persisted. The procedure was then converted to laparoscopic surgery. Trocar sizes were changed to accommodate the thinner instruments and additional ports sites were added to be positioned closer to the targeted anatomy. The patient tolerated the change in surgical access. The procedure was completed laparoscopically. Post operatively the patient developed a urinary fistula on the ureterovesical anastomosis; which the surgeon stated can occur for any technique used for surgical access.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the front wheel assembly and universal power module (upm) on the patient side cart (psc) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned for failure analysis investigation. A review of the system logs for this procedure has been performed and the following was observed: possible related system errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the following instruments: prograsp forceps ..

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a prograsp forceps instrument to perform failure analysis (fa), and the complaint was not confirmed by fa. The instrument was placed and driven on an in-house system, passing the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, with the grips opening and closing properly. The instrument was installed and removed from the system multiple times with no issues. Review of the log found that the emergency stop button was pressed by the user a total of three times. The instrument was fully functional, and no product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results.